Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03524 / 03525). Remains implanted.

Event description:
Patient reported experiencing right knee pain and instability approximately two years post-implantation. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: vngd fem - catalogue 183114, lot 918170. Biomet tibial tray - catalogue 141225, lot j3358284. Patella - catalogue 184770, lot 170600. Vanguard fem pegs - catalogue 183099, lot 347400.